Event description:
During verification testing at the service center, charring was noted on the black wire blade of the ac power cord plug.

Manufacturer narrative:
Testing and investigation found charring on the black wire blade of the ac power cord plug. This was possibly due to arcing. The possible cause for arcing was that the cord was not plugged into the ac power outlet properly which resulted in poor contact between the ac power cord and contacts inside the ac power outlet. This report represents all the info known by the reporter upon query by hospira personnel.